Manufacturer narrative:
Technician found the right head side rail latch sticking and will not latch in the raised positon. The technician disassembled the latching mechanism and cleaned and lubricated the latch assembly to resolve the issue.

Event description:
Account alleged that the right head side rail will not latch. No alleged injuries.